Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1500 mcg at 150.10587 mcg/day) via an implantable pump for unknown indications for use. It was reported that during a refill the expected volume was 11.3 ml and the actual volume was 27 ml. A normal catheter study was performed and no discrepancy was noted at an addition refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.